Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, when ejecting an iol after set, it did not slide smoothly. Actuation failure of the injector occurred. The same issue occurred with two products in succession. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, lens clogging occurred twice in one surgery. Another lot of d cartridge was used, and the surgery was completed.

Manufacturer narrative:
The used company cartridge was returned in the opened 10-count carton with seven unopened company cartridges. The used company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The tip had heavy stress and an aneurysm on the right side. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. One of the seven unopened company cartridges was randomly selected. The company cartridge was opened for evaluation. The unopened company cartridge was microscopically examined with no damage or abnormalities observed. The cartridge was functionally tested per the instructions for use (IFU). The cartridge was filled with viscoelastic per the IFU. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. The lens diopter was not provided. It is unknown if the lens was in the qualified diopter range. A qualified handpiece and viscoelastic were indicated. The root cause appears to be related to a failure to follow the instructions for use (IFU). The used company cartridge was returned. Inadequate viscoelastic was observed. The tip had heavy stress and an aneurysm. This type of damage may occur with a lack of viscoelastic or if the lens/plunger were not in acceptable positions for advancement. Topcoat dye stain testing was conducted with acceptable results. A lens model/diopter, handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. One of the unopened company cartridges returned for the reported lot was evaluated. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartage damage was observed after the functional testing. It is unknown if the lens was in the qualified diopter range. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).